Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site and 32.2 units of insulin had been delivered. Customer consumed a large amount of glucose tablets and went to the emergency room (ER), customer was treated with glucose and intravenous fluids. No injury occurred. Customer was discharged the same day with no injury. Customer did not experience a hypoglycemic episode; bg was 216 mg/dl. There were no issues identified with the cartridge, insulin or infusion set.

Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.